Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The patient was asked about the dose and concentration and they stated, ¿it was 12, then 20, now it is 14.¿ the reason for use was intractable spasticity and multiple sclerosis. It was reported that the patient had a high frequency nerve block done on his back last week (B)(6) 2018 and he thinks it turned his pump off. The patient¿s legs started shaking real bad and he started having muscle spasms in his torso like he did before he had the pump. The patient called the managing healthcare professional (hcp), and he told the patient to take 10 mg of oral baclofen. It was reported that the pump was not alarming. The patient wanted to know if a manufacturer¿s representative (rep) could come check the pump, and the rep¿s role was reviewed. The patient was directed to follow up with the hcp, and they stated that they were seeing the managing physician ¿next monday¿ (B)(6) 2018. There were no further complications reported/anticipated.